Event description:
Patient representative reported "plaintiff was implanted with allergan silicone-filled breast implants. After extraction of the silicone-filled breast implants, plaintiff injuries included, but were not limited to: skin rashes that continuously worsened and spread over the body, including blisters, intense itching, cracking and thickening skin, and discolored patches, and extreme sensitivity of the hands; inflammation over the body, most acute around the eyes, hands and feet; fatigue; constant aching of the neck and shoulders; joint pain in both feet, more severe in the mornings. After the allergan silicone-filled breast implants were explanted, it was discovered that silicone had escaped from the devices, thereby causing significant and disabling injury to plaintiff. Plaintiff had implants extracted following a letter they received that included an ominous warning they were at clinically significant risk of developing breast implant associated anaplastic large cell lymphoma (bia-alcl). This risk was s directly related to their specific breast implant. Realizing they were at risk of harm, including death, plaintiff had them surgically removed. Had allergan not failed to warn plaintiff of either the risk of silicone and/or plaintiff never would have had them put in and would not have required explant surgery." The following reported events have been deemed not related to the device: food and chemical sensitivities and allergies, brain fog that increased over time, weight gain; hypothyroidism; hair loss at the scalp, eyebrows and eyelashes; uncontrollable gastrointestinal issues; rising blood pressure; severe hearing loss, necessitating hearing aids; elevated lead and heavy metal levels; dry eyes; excessively dry skin, body-wide, cracking at heels. This record is for the right side. The device has been explanted.

Manufacturer narrative:
The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "silicone had escaped from the devices, thereby causing significant and disabling injury"